Manufacturer narrative:
(B)(4). No product was returned to assist the investigation. Per quality control specification, an inspection is performed, insuring the integrity of the product. A change was implemented, adding a new flare iron tip with stop to minimize flare size variation in the 8.5 fr mfg process. In addition, a change was implemented, adding a flare iron tip with stop to minimize flare size variation in the 10.2 fr manufacturing process. Additionally, this change implemented torque drivers for both the 8.5 fr and 10.2 fr assemblies. (B)(4). The appropriate design control activities have been completed. The root cause of the separation is unk. Unfortunately, no product was returned to assist with the investigation and no lot number was provided, thus the date of manufacture cannot be determined. However, it is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in (B)(4). Although not an output of this investigation, an engineering project was initiated to change the mfg process (B)(4). We will continue to monitor for similar complaints. Appropriate personnel have been notified.

Event description:
Info was provided that the hub became unattached. No harm to pt reported.